Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device has no image due to a faulty connector. Based on the results of the investigation, the most probable cause of the complaint is component failure which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image was black on the camera head. The issue was found during an unspecified procedure and completed using a similar device. There were no reports of patient harm.